Manufacturer narrative:
An event regarding revision (due to wound dehiscence) surgery involving a trident insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The following device was also listed in this report: delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 68859203. It cannot be determined, if the device may have caused or contributed to the patient's experience. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, indication for wound dehiscence progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not available.

Event description:
It was reported that patient's right hip was revised due to wound dehiscence. Possibility or existence of infection was not reported to the rep. A head and liner exchange, irrigation and debridement were performed. Rep reported that no further information is available.